Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. According to the information received, ¿it was reported that femoral implant was opened and the holes for the augments were filled in with a plastic plug.¿ a manufacturing record evaluation was performed for the finished device below and no non-conformances or manufacturing irregularities were identified. Product code: 150440105. Product name: attune crs femoral lt sz 5 cem. Lot number: m9256n. Date of manufacturing-02-jun-2025. Expiry date-31-may-2035. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot. A manufacturing record evaluation was performed for the finished device below and no non-conformances or manufacturing irregularities were identified. Product code: 150440105. Product name: attune crs femoral lt sz 5 cem. Lot number: m9256n. Date of manufacturing-02-jun-2025. Expiry date-31-may-2035. Added: d4 (lot, expiry date), h4. Corrected: d4 primary UDI number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that femoral implant was opened and the holes for the augments were filled in with a plastic plug. Affected side: left knee.